Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that there was a poor connection with the interconnect cable which caused an intermittent x-ray disabled error to occur. This may result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.